Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect and a return of his sciatic pain following a fall. The pt had to go to the ER because of his acute pain. His wife reported the lead wire "came off" of his implantable neurostimulator. The pt was unable to have an add'l lead placed due to scar tissue in his spine. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.